Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leaking fluid - tubing compromised at weld near pump.

Manufacturer narrative:
A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the body of the pump. Testing revealed this to be a site of leakage. The separation appeared to be to be non-striated, dull and smooth indicating sufficient stress(s) was exerted to separate the site. Based on previous quality simulations and examination of the returned product, quality concluded that the non-striated, dull and smooth surfaces associated with this separation indicate that sufficient stress(s) was exerted on the body of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5887656. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document the corrected patient information,age.